Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll w/twinpak device label content was incorrect. The following information was provided by the initial reporter: material#: 303393, batch#: 5065846. Verbatim: xx sticker says 303393 (10cc) on the outside of the box but in-side of the individual each/packaging says 303392 (5cc), but the product in-side the wrapper is actually the 10cc additional information has been received from the customer.: the customer has found 4 more boxes. Please reach out to them asap.

Manufacturer narrative:
(B)(4) - supplemental MDR - label content incorrect no sample or photo was provided for investigation. Based on previous findings, the incorrect top web labeling is likely due to a packaging process issue. A corrective and preventive action (CAPA) has been initiated to address this issue. Furthermore, a device history record review was completed for provided lot number 5065846. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.